Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the vns patient developed an infection following replacement surgery on (B)(6) 2008. The generator was explanted and the generator pocket was washed out on (B)(6) 2009. The lead was explanted on (B)(6) 2009 to allow for MRI and pet scans. The patient was re-implanted on (B)(6) 2014. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Review of the available programming and diagnostic history showed that the device was programmed off on (B)(6) 2009.